Event description:
On (B)(6) 2015, I underwent the endometrial hydrothermal ablation to have the lining of my uterus destroyed. The procedure was done in office with a mild pain relaxer and numbing of the uterus. Halfway thru the procedure, the 190 degree water, that was placed in my uterus, came out of my uterus, burning my vagina and vulva area leaving me with multiple blisters, swelling and pain. The hot water coming out of my uterus occurred in (3) consecutive segments. Was completely awake and unable to escape this torturous procedure. To my understanding, after already having this procedure performed, their is no way to tell if the water is going to come out of the uterus during this procedure and their is no protective barrier in place to prevent the scorching of surrounding areas. I was forced to miss two weeks of work due to this injury that the medical field says, "well, sometimes things happen". (B)(6) will not reveal the info of the machine used.